Manufacturer narrative:
The device was evaluated onsite by a field service technician. The technician confirmed the reported problem and assigned the cause to 2 endoscopes, models cf-h190i and bf-1th190, due to water entering the supply connector, flooding the endoscopes with water. To resolve the problem, the endoscopes were opened to allow drying. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred when using olympus, model series 190 endoscopes with the olympus, model clv-190, evis exera iii xenon light source. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported. Reference report patient identifier # (B)(6) for additional report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code (b30) was due to a contact failure because of water in the scope. The root cause of water in the scope connector was unable to be identified. The event can be prevented by following the instructions for use which state: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.